Manufacturer narrative:
Per the tandem user guide: per the tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences.

Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. A supply change was performed to address the issue. There was no adverse impact on the customer's blood glucose level. Reportedly, customer was using fiasp insulin which is not labeled for use with the pump.